Event description:
A reporter frome a health care ctr called apple medical to report the malfunction of a 5mm cannula, a device manufactured by apple medical. The reporter reported that the "a small piece was missing from the distal end of the cannula". She did not know if the piece had broken-off during the procedure or had been missing prior to use. Although an attempt was made to locate the missing piece, it was not recovered. The cannula was forwarded to apple medical for eval. Apple medical inspected the subject cannula under magnification with the following findings: a piece approximately one (1) cubic mm in volume was missing from the distal tip of the cannula. The circular geometry of the cannula's distal opening had undergone a slight plastic deformation and now appeared more oval than circular. The failure (missing piece) occurred along the long axis of the oval geometry. This type of failure suggests that the internal wall of the cannula was placed in tension causing a small piece of plastic to chip off the distal tip. This failure mode may occur when an instrument (e.g. Bi-polar forceps, etc.) Is opened while sitll inside the cannula, or an attempt is made to withdraw an open instrument through the cannula. No other failure of any kind involving product of this lot have been reported to apple medical.

Manufacturer narrative:
The directions for use (dfu) for the cannula directs the user not to open an instrument inside the cannula based on device design. However, if the cannula is used under conditions that exceed the design basis, the cannula may fail in a manner consistent with observation and reports regarding this failure. The circumstances of this event suggest that the failed cannula was used under conditions that exceed the design basis.